Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. A medtronic representative went to the site to test the equipment. The representative reported that due to the damaged x-stage cover, the gantry would not fully extend in the x-direction. The representative reported that they replaced the x-stage the imaging system then passed the system checkout and was found to be fully functional. The suspect cover was returned to the manufacturer for analysis. Visual investigation confirmed the reported issue in that the cover was dented and scratched. This confirmed a physical damage issue due to the dents and scratches.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm), the x-stage cover on the imaging system was damaged. No additional information was provided. There was no patient present when this issue was identified.